Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim mds complaint xxx, rn, provided an IV set (2426-0007) that had the silastic section of the tubing separate from the upper fitment. She stated an rl6 was submitted weeks ago and provided the IV set to xxx xxxxxx. No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10 below.

Event description:
No additional info.